Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging from 400 mg/dl to a reading of "high" on the customer's continuous glucose monitor; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.